Event description:
Intrauterine device was originally implanted at a health department in (B)(6) of 2011. Pt required surgical removal of the iud and repair of uterine perforation on (B)(6) 2011 due to iud migration outside of uterus.